Event description:
It was reported to nova biomedical that a consumer received a result of 356 mg/dl on their blood glucose meter. The consumer administered 6 units of insulin based on that result. Subsequently the consumer experienced a hypoglycemic event, which did require emergent food intervention to help raise her blood glucose level. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer did not have any control solution for testing her test strips while on the line. The consumer was educated on these directions for use at the time of call. Test strips were discarded by the consumer and will not be returned for eval.